Manufacturer narrative:
Unit powered up properly after battery installation. Unit passed the self test. No alarm during testing. Unit alarmed after battery change and time/date resetting to voltage leak. No cosmetic damage noted during physical inspection.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.